Manufacturer narrative:
(B)(4). Concomitant medical products: 536100055, rim flare porous shell with spikes and sealed screwholes 55 mm, 62720365, 437638055, durasul standard insert size 38mm, 62640439, 430107025, 25 mm length x 6.5 mm ti fully threaded cancellous bone screw, unknown, 0101012385, cocr head s ã 38/-4 taper 12/14, 2729706. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01945, 0001822565 - 2018 - 01947. Remains implanted.

Event description:
It was reported that the patient underwent left hip arthroplasty and is now experiencing hip and back pain and has a leg length discrepancy - left leg is 1.5 inches longer than right leg. Patient reports taking prescription pain medication daily. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip arthroplasty and is now experiencing hip and back pain and has a leg length discrepancy. The left leg is 1.5 inches longer than right leg. Patient also mentioned that surgeon mentioned she was possibly subluxing. Patient reports taking prescription pain medication daily. Attempts to obtain additional information have been made; however, no more is available.